Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6): product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 02-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt just met with their manufacturer representative (rep). Rep was not getting any action out of the pts left side. Pts therapy had never worked since they put it in, they tried everything and the pt got an x ray and they thought their device had shifted to the right. The leads were not connecting and they were going to call a surgeon and talk about getting it straight since the paddle had shifted.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they became aware at the patient¿s post op appointment when they were unable to get any left sided stimulation on (B)(6) 2026. They attempted all possible combinations to get stimulation on their left side with no success. The patient was sent for an x-ray which showed the paddle in the same place as the implant x-ray. No issue with lead connectivity at any point. Connectivity had been checked multiple times through implant, post op and reprogramming attempts. It was clarified no shift occurred. Additional x-ray with battery in image was done. Possible paddle revision to place paddle more medially may be done.